Event description:
(B)(4). Event occurred in the united states. The patient reported that in the morning of this report, tubing had become detached at the base of the connector while sleeping and the insulin was ending up in the bed sheets undetected. Patient's blood glucose level was 422 mg/dl at the time of event and serum glucose level was 205 mg/dl before the issue occurred. The patient injected 12 units of insulin via syringe and started giving manual boluses after changing out the set connector. Blood glucose level remained above 300 mg/dl for the next several hours, ranging from a high of 434 mg/dl and then finally below 275 mg/dl. The infusion had been in use for less than 24 hours. Reportedly, the patient was uncertain whether there was stress or pull on the tubing and was also uncertain whether the pump was dropped with the set connected to the patient's body. No further information available.